Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that attempts to interrogate the pulse generator using a 3510 programmer resulted in -reposition wand- messages. In (B)(6) 2010 the device was interrogated using the same 3510 programmer and the estimated longevity to elective replacement indicator (eri) was 35 months. The pulse generator was removed and replaced.